Event description:
It was reported during service at manufacturing facility that the aseptic housing was broken at the hinge and is in two pieces. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event, unit was received in two pieces, was confirmed. The technician concluded that the housing was fractured at the plastic side of the hinge. The hinge was broken most likely due to the housing being dropped or exposed to impact. Based on a review of risk documentation, improper sterilization including improper rinsing or use of improper concentration of a basic disinfectant can also weaken the housing making the hinges or the guide rails more susceptible to breaking. Device was placed in parts retention.